Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted a day after the implant procedure due to dislodgement. The patient underwent surgical intervention to replace the rv lead with another one of the same model. No additional adverse effects to the patient were reported.